Event description:
This device was implanted on (B)(6) 1996 and explanted on (B)(6) 2003 due to infection. The facility and physician are unknown. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).